Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5162505. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety protector of the 22 g x 1.00 in. Bd nexiva¿ closed IV catheter system was loose in an unopened package. No serious injury or medical intervention reported.

Manufacturer narrative:
The medical device brand name is corrected to bd vacutainer® safety-lok¿ blood collection set with pre-attached holder.